Manufacturer narrative:
Zimmer biomet complaint number (B)(4). K013227.

Event description:
It was reported by the customer that the implant fractured and had to be removed. Site was grafted and patient will return for a new implant in 4 months. Tooth location unknown.

Manufacturer narrative:
A impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation, see attached images a00 and a01 in the complaint. Visual inspection of the as returned product identified a hairline fracture at the collar section. No pre-existing conditions were noted on the per. The reported device location is unknown and was used for approximately 2 years. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63856372). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63856372) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.